Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping anomaly was noted. Traces of corrosion were noted at electronic and motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is alarming button error and numbers on the screen are ramping on their own. Customer also reported that the device has physical damage. Customer stated that it has a crack on screen and noticed moisture inside the screen. Customer did not recall any dropping, hitting or moisture exposure. Blood glucose is 269 mg/dl. Nothing further reported.